Event description:
It was reported that the patient expired. The cause of death was not reported. The report indicated that the patient had bony metastatic renal cell carcinoma. The patient was last seen by the hcp (health care professional) in 2008. Per the reporter the patient's death was unrelated to the implanted system. The pump was used to deliver hydromorphone 7.5mg/ml with a rate of 3.99mg/day. The pump also contained bupivacaine 40mg/ml, compounded baclofen 600mcg/ml, droperidol 100mcg/ml and clonidine 100mcg/ml; the infusion rate was 0.532ml.